Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently dislodged a 23" teflon 6 mm infusion set after the infusion tubing was pulled, subsequently experienced difficulty interacting with the ilet due to a pairing prompt, and insulin delivery was interrupted until the device was re-paired and therapy resumed. Symptoms included hyperglycemia with blood glucose readings in the high 300s. Outcomes included transient impaired glycemic control that improved after infusion set replacement, tubing and cannula fills, device re-pairing, and confirmation of resumed insulin delivery. Investigation included troubleshooting of the infusion set change procedure, verification of insulin delivery resumption, review of insulin on board, and device pairing guidance. Investigation of this case revealed interruption of insulin delivery secondary to a dislodged infusion site and temporary loss of pump-user interface access due to a pairing requirement; once corrected, glucose levels began to decline and later stabilized. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with contributory factors including accidental infusion set dislodgement and temporary device pairing interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.